Manufacturer narrative:
Updated data: a4. Patient weight in lbs b5. Additional information received from the corresponding physician/author stated, upon retrospective review of the fluoroscopy images, the authors believe the cause of the valve embolization stemmed from the patient's bicuspid aortic valve causing incomplete expansion of the valve frame, which resulted in suboptimal deployment of the valve. D4. Model #, catalog #, expiration date, serial #, and unique identifier (UDI) #. H4. Device mfg date entered. A search of the medtronic global complaint handling database with the provided unique device identifier serial number confirmed these observations have been previously reported via the three reports below: 2025587-2020-03712 (initial) 2025587-2020-03712 - follow up number: 001 (supplemental - additional information) 2025587-2020-03712 - follow up number: 002 (supplemental - additional information). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: gopal k et al. Surgical challenges in retrieval of an embolized transcatheter valve from the aorta. The annals of thoracic surgery. 2021 march 01. Doi: 10.1016/j.athoracsur.2021.02.024. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old male patient with a native bicuspid aortic valve who underwent transcatheter aortic valve replacement using a medtronic evolut r (unique device identifier number not provided). P ost-procedural imaging showed a well-seated valve with no significant regurgitation. The following morning the patient was reported to be asymptomatic, but routine echocardiogram revealed the valve had embolized to the distal ascending aorta. The authors conduct ed a fluoroscopic review of the multiple orthogonal projections and it was suggested that incomplete expansion of the valve frame caused suboptimal deployment of the valve, likely due to the patient¿s bicuspid anatomy. Consequently, emergent surgical extraction of the evolut r was performed followed by surgical aortic valve replacement with an unnamed bioprosthetic valve. No additional adverse patient effects or product performance issues were reported.